Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited high, out of range impedances of over 3000 ohms, and high capture thresholds. This lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection observed that the lead was returned in two segments; severed 108 mm from the terminal end. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited high, out of range impedances of over 3000 ohms, and high capture thresholds. This lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.